Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while patient was walking to their car. This device also exhibited t-wave oversensing resulting in an additional inappropriate shock and hospitalization. Device data was sent to rhythmcare for review. Data review also noted that the device exhibited undersensing due to a change in r-wave amplitude. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.